Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during use, it was observed that the small battery drive device jammed. During in-house engineering evaluation, it was observed that the trigger/slider was blocked and jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.